Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: dirty cap x 2."

Manufacturer narrative:
Investigation summary bd received 2 samples and 3 photos were from the customer in support of this complaint. Visual examination of samples and photos was performed and revealed defective stopper molding. Additionally, 10 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issues were found in the tubes: dirty cap x 2."